Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a "no disposable, pump clamp tubing" alarm. The reservoir volume was 12ml, rate was 2.3ml/hrs, 88ml was given. There was air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.